Event description:
The lay user/patient in (B)(6) alleged that the lfs product gave varied readings when compared to another meter performed within 30 minutes. No values were provided by the user for either device. There were no reports of injury or medical treatment required. However, this complaint is being reported because inaccurate result was not resolved with troubleshooting.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.